Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
Immediately following PICC procedure, pt complained of difficulty breathing, both legs noted to be very red, also some facial swelling noted, and increase in oral secretions. Administered oxygen via face mask, rapid response called.